Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent damaged occurred. A 2.50 x 38 synergy ii drug-eluting stent was selected for use. However, during preparation when the stent was pulled out of the hoop, it was noted that the stent struts were deformed. The device was never used inside the patient's body. The procedure was completed using another 2.50 x 38 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us mr 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; struts lifted and pulled distally on the balloon, some struts were pulled over the tip. The od (outer diameter) of the proximal stent struts was measured and is within specification. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of crimp stent marking on the balloon body indicating crimp contact between the coated stent and the balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. There is no issues to note with the interaction between the stent protector and stent. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent damaged occurred. A 2.50 x 38 synergy ii drug-eluting stent was selected for use. However, during preparation when the stent was pulled out of the hoop, it was noted that the stent struts were deformed. The device was never used inside the patient's body. The procedure was completed using another 2.50 x 38 synergy ii drug-eluting stent. No patient complications were reported.